Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced a fall. X-ray imaging revealed migration of both leads. As a result, surgical intervention was undertaken on (B)(6) 2026 to address the issue, wherein both leads were explanted and replaced.